Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2019, the patient felt very tired and had no energy. His continuous glucose monitor (cgm) was reading 10-12 mmol/l. During the evening the same day, he felt worse and his dexcom app showed high. He did not measure his blood glucose (bg) with a blood glucose meter. The patient did not recall what happened after that. It was reported that the patient was unsure if the alarms on the dexcom app alerted at the time of event. A neighbor found him in his home and phoned for an ambulance on (B)(6) 2019. When he arrived at the hospital, his bg was 41.5 mmol/l and he had serious ketoacidosis. He spent several days in the hospital and was okay after being discharged. No treatment information was provided. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The event occurred five days after the sensor had been inserted. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Correction to disregard initial MDR as this is not a reportable complaint

Event description:
Subsequent to the initial MDR, it was initially reported that the patient had an adverse event in which he was unsure if the alarms on the dexcom app alerted at the time of event. He experienced severe ketoacidosis and the cgm app appropriately showed a reading of high. As a result, he was hospitalized for several days. Additional information was later received from the distributor on (B)(6) 2020 indicating that there was no allegation that the event was caused by the dexcom system. Please disregard the medwatch report for MFR number 3004753838-2020-14103.